Manufacturer narrative:
On 8/18/2020, home monitoring reported rv sensing amplitude was temporarily below limit. The patient will be brought in. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Varying shock impedance measurements between 95-115 ohms were reported. Minimum rv sensing amplitude shows a recent decrease as well. Lead to be monitored/evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.